Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: occlusion after stenting, resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that this was a complete revascularization. A xience 3.5 x 12 and a xience 3.5 x 28 were implanted by direct stenting. After the procedure, the patient developed pain, which was due to the closure of a small marginal branch of the right coronary, due to stent implantation. Patient had high values of cardiac enzyme, but not highlighted by major changes into the ECG and eco. No additional event or patient information is available.

Manufacturer narrative:
The xience v everolimus eluting coronary stent system is being filed under the same manufacturing number.